Manufacturer narrative:
The device was returned and evaluated. It was confirmed that part of the microtip needle had separated from the rest of the handpiece. The fracture site did not immediately indicate a specific cause for the failure. Testing and disassembly of the device did not reveal any further anomalies or defects. We apologize for the delay in filing this report. The complaint record was inadvertently misdated, resulting in a target reporting date beyond the 30 day due date.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece. Another handpiece was used to complete the procedure. There were no patient complications.